Event description:
It was reported the patient underwent stent implantation due to coronary heart disease. Two non-abbott stents (3.5x29mm and 3.5x8mm) were implanted, balloon dilation was to be performed with the 3.5x8mm trek balloon dilatation catheter (bdc). However, during advancement resistance was felt and the tip of the trek bdc separated inside the guide catheter. The separated tip and guide catheter were removed together, by hand. A new trek was used to complete the procedure. There were no adverse patent effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported difficulty advancing the device and separation appear to be related to operational context. There was no damage noted during inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the patient anatomy such that difficulty advancing the device was encountered. Additionally, it is likely that the bdc was inadvertently mishandled during attempts to advance the device, as difficulty was encountered, resulting in the shaft kinking and ultimately separating upon further manipulation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from yes to no.